Event description:
It was reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue. Additionally, a minimum fill notification occurred after the user filled the cartridge with 190 units of insulin. A new cartridge was loaded to resolve the issue. The customer's blood glucose level was 190-230 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.